Event description:
It was reported that the pt was implanted a biolox delta taper liner, ii/36 on an unk date. After surgery, the surgeon noticed that the liner has moved.

Manufacturer narrative:
The MFR did not receive device, x-rays, or other source documents for review. Where lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).